Event description:
The sales rep reported that the plug snapped in half as it was put into the introducer. The sales rep added that a second identical device was available to complete the procedure and this resulted in a 10 to 15 minute delay to surgery time. No adverse consequences were reported.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.